Manufacturer narrative:
(B)(4). On (B)(6) 2021 customer called in with the following concern: on (B)(6) 2021 patient received 2 errors, customer also is having calibration issues and a grinding sound during testing.p-cap locked in place properly during testing. Unit was successfully downloaded using (thump software). The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. Unit passed the displacement test and self test. No grinding noise noted during testing. The adapt tool recorded that on (B)(6) 2021 at 21:00:06 hour a pump error was recorded. Pump error was also recorded on (B)(6) 2021 at 21:00:06 hour. Per r&d investigation pump error occur a software assert triggered by macros inverse_error_check1(). File ID = 0, line number = 1935. Specified call sequence contains only reading operations, which suggests that at the moment of reading software history indexes[3] the data was already damaged. It might have happened during the last writing operation to software history indexes[3]. ). Unit was programmed with test guardian 3 link and test plug simulator. Unit communicated properly with glucose sensor simulator and display the calibrate your sensor alarm properly after completion of the warm up. A calibration value was manually entered and unit display the programmed value properly on the display graph. No sensor anomalies were noted. Pump sensor feature and auto mode connection are working properly. Unit was cut open and perform a visual inspection on connectors and electronic assemblies. Per visual inspection all connectors including motor flex connector were plugged in properly. No moisture damage or physical damage noted during visual inspection. In conclusion multiple pump error was recorded due to a software error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer had several issues with the insulin pump. The customer received an unknown pump error two times and was kicked out of auto mode. The customer was able to rewind the insulin pump. The customer also reported that they heard motor sounds inside the insulin pump. The insulin pump did not connect to the application after pairing and re-pairing the devices. The customer also reported calibration error and difference between sensor glucose and blood glucose. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.